Event description:
The dentist reported the retaining screw fractured within the implant. The screw was removed.

Manufacturer narrative:
The complaint product was returned and inspected. The returned item was fitted with a crown. The abutment screw was completely severed at the end of the abutment. Some of the abutment fingers were missing and there was some debris on the surface of the abutment, especially at the joint of the abutment and the crown. The crown looked to be in good condition. The abutment hex did not show any wear that would make the abutment fail to perform its intended function. Based on visual inspection of the returned product the customer¿s complaint was confirmed. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.